Event description:
A malfunction related to the malf 16 field correction notice was reported by the customer, who was using the tandem t: slim mobile app and had push notifications activated. There was no adverse impact on the customer's blood glucose level. The customer expressed discomfort in continuing to use the affected pump, prompting tandem technical support to agree to replace the pump. The customer was advised to return the problematic pump using a pre-paid label and a replacement pump with updated software was sent, with instructions provided on subsequent steps and storage procedure. The customer understood and acknowledged the guidance provided.